Manufacturer narrative:
It is noted the date of event is actual, and not approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) via the representative reported the patient had high impedances in the 26k-29k range at 3v and the patient had diminished therapy. It was unknown if the impedances had been this high during previous programming sessions. It was indicated the patient had several falls that might be a contributing factor. The physician was thinking of trying to program around the impedance values. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and none was planned at the time of report. The patient was noted to be alive, no injury at the time of report. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
This event is now reportable for serious injury.

Event description:
A hcp via the manufacturer representative (rep) reported that during replacement of the implantable pulse generator (ipg) on the date of additional information open circuits were present on every combination on the right side, 8-11, with the exception of c <(>&<)> 8. Open circuits were also observed with contact #3 on the left side, and these opens were not present pre-op. As a result, the extensions were replaced as well. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the extension 37085-60 activarc 8-4 s/n (B)(4) found that conductor #3 was broken 2.8cm from the proximal end.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the actions interventions performed to resolve the reported issues, in addition to the cause, remains unknown. It is also unknown if the patient is now receiving effective therapy.

Manufacturer narrative:
The previously reported fdr, fdc, and fdm codes apply to the extension 37085-60 activarc 8-4, s/n (B)(4).

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion codes because these are the closest codes available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.